Event description:
The company was informed on (B)(6) 2012, of an alleged incident involving eclipse portable concentrator from a healthcare distributor (sn (B)(4)). The alleged incident occurred on (B)(6) 2011, on a cruise ship. The pt reported the incident to their provider on (B)(6) 2012. The pt is from (B)(6). The pt described the alleged incident as the following: his concentrator quit working while on his cruise ship and per the pt, ¿the cruise ship did not have appropriate supplies to allow him to use their concentrators.¿ the pt stated that he went without his oxygen for approx 5 days. The pt reports that he was hospitalized for approx 5 days as a results of being without his oxygen. The healthcare provider reported that the subject eclipse was replaced and is currently quarantined. The company has made several attempts to contact the provider and left voicemails with no returned response on (B)(6), 2012, at 8:50 am, and on (B)(6), 2012, at 10:40 am.